Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the caller reported the patient had a gastric bypass procedure yesterday that required patient to turn therapy off. When they went to turn therapy back on again today they were not able to locate the mytherapy app on the handset. Consulted with mobility and determined the handset had been wiped which requires a replacement handset to be sent to the patient. The caller stated the patient is not urinating on their own and the hospital will not discharge the patient until they can turn the interstim back on again. An email was sent to the repair department. Emailed field staff to request further assistance with turning therapy off. Additional information was received from the patient. They called requesting assistance and they were successful to pair their replacement handset to their ins and turned stim back on.

Manufacturer narrative:
Continuation of concomitant medical products: product ID hh90p01 , serial# (B)(4) product type :mobile platform p roduct ID a52200 , product type : software product ID a51200, product type :software. If information is provided in the future, a supplemental report will be issued.